Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient had a newer implant than what was currently showing on their registration record. Patient was not aware and pss figured it out when they were troubleshooting patient's device. No symptoms reported. No further complications were reported/anticipated.